Event description:
A customer contacted haemonetics on (B)(6), 2011 and alleged possible hemolysis in the plasma bag during the first cycle. The operator noted an rbc spill alarm and a kink at the red and blue tubing connector on the ln8150. No donor injury was reported. No operator injury was reported.

Manufacturer narrative:
The device was evaluated in the field by haemonetics on (B)(6), 2011. The field service engineer found the device to be working according to performance specifications. No disposables used were available for investigation. No issues were found during the historical reviews of the disposables or solutions used. Hemolysis was not confirmed as the operator returned cells to the donor prior to verifying if a red cell spill had occurred. No blood sample available. The center followed up with the donor and no further affects were noted. Kink could not be confirmed as a cause of hemolysis. Operator correction of the kit setup eliminated the kink. Kink was not presumed to be significant as no pressure alarms were noted. Second cycle continued with no irregular plasma color up until the procedure was discontinued. The return of hemolyzed cells is dependent on an operator's awareness of the issue and terminating the procedure prior to returning cells. The impact of hemolyzed cells on a healthy donor could range from no symptoms to acute. No further symptoms were noted in this donor.